Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.2 failed whenever cubie b3 was accessed. Each attempt to open cubie b3 resulted in both the cubie and the drawer failing. Replacement of the cubie did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.